Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access instrument. An initial accu tnl result was 3.90 ng/ml. The accu tnl was not reported out of the lab. The customer retested the patient original sample for accu tnl. The repeated accu tnl result was 0.21 ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.